Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. It was tested with a new battery cap and no blank display was noted. It was also received with scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 262 mg/dl. The device was not exposed to moisture or dropped and no damage or corrosion was found. Troubleshooting did not resolve the issue. The device was returned for analysis.